Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent initial arthroplasty. Subsequently, it was reported that the patient suffered mild degree of gluteus medius and tensor fascia lata tendinopathy.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information.

Event description:
It was reported that the patient underwent initial arthroplasty. Subsequently, it was reported that the patient suffered mild degree of gluteus medius and tensor fascia lata tendinopathy.

Event description:
It was reported that the patient underwent initial arthroplasty. Subsequently, it was reported that the patient suffered mild degree of gluteus medius and tensor fascia lata tendinopathy.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay corrected information. Section e1 has been updated

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent initial arthroplasty. Subsequently, it was reported that the patient suffered mild degree of gluteus medius and tensor fascia lata tendinopathy.